Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during in-clinic follow-up check, high capture threshold was observed on the rv lead. The physician elected to reposition the lead. The patient was stable following the procedure and will be followed normally.